Manufacturer narrative:
The technician found, the account routed the pendant cable under the bed frame. When the bed was lowered the pendant cable was cut which exposed bare wiring. The account declined to release more info about the staff member involved in the event.

Event description:
The account alleged that the bed was in the operating room when a pt was placed on the bed from surgery. The hand control was stuck in the siderail and when the nurse pulled the hand control, she touched an open wire on the cord. The account alleged, the nurse was burned but declined to release info regarding the nurse involved in the event.